Manufacturer narrative:
H10 h3, h6: the reported devices were received for evaluation. A visual inspection revealed the two devices had no lot identifications, neither original packaging. The suture captures of both devices were still in the upper jaws. There were no visible defects other than bio debris. A functional evaluation was performed on the returned device and found each device showed that both suture passer needles deploy at the distal tip between the edge of the suture capture and the jaw edge which will not capture a suture. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A definitive root cause for the deployment issue could not be determined. Factors that could have contributed to the failure include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences (excessive force to the device or getting the needle caught with the grasper or tissue). Based on this investigation, the need for corrective action is not indicated.

Event description:
It was reported that during an arthroscopy, the upper jaw of two firstpass mini disconnected from its housing. There was a risk of losing the jaw during the arthroscopy. The procedure was successfully completed using a smith and nephew back up device. There were no pieces left inside the patient. It is unknown if there was a delay. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4). This complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.